Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist. Section: table 3.2 impella catheter components. ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter. ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: entering cardiac output. ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿

Event description:
The user facility reported that a patient on impella cp support was septic with methicillin-resistant staphylococcus aureus. Additionally, labs were coming back hemolyzed. The physician team was not concerned due to the fact that the kidneys were already unrecoverable, and no more repositioning efforts would be made. The p-level was decreased due to hemolysis. It was further reported that the impella cp had a spike in motor current and pump stop occurred.the device was successfully restarted in p2 and ramped up to p7. Saturated flows were noticed. The pump was running at p7. There were no anticoagulants infusing related to the patients disease process. The family elected to withdraw care, and the patient expired. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation of temporary pump stop, infection/sepsis, hemolysis, and saturated flow has been completed. The impella device was not returned for evaluation. Temporary pump stop: data logs were reviewed and a motor current spike with speed deviation occurred just before an alarm 13 "impella stopped - motor current high" alarm was triggered. Pump was able to be restarted, purge pressure increased and purge flows decreased after restart. Pump flows also became fully saturated and were able to regain some pulsatility as pump continued to run. Clinical details noted that nurse observed a motor current spike prior to pump stop occurring. Pump was able to be restarted at p-2 and turned up to p-7. Clinical details also noted that the patient was not on any anticoagulation infusion at the time of the pump stop. The root cause of the temporary pump stop could not be definitively determined as no product was returned for evaluation to confirm pattern observed in the logs. Hemolysis: data logs were reviewed and lt log at time of reported hemolysis showed no positioning issues, suction alarms, or motor current spikes. Clinical details noted that patients labs were hemolyzing. Patient had chronic kidney disease (ckd) and clinical team was aware that kidneys were unrecoverable. Clinical team opted to not reposition pump at that time. The root cause of the hemolysis was most likely patient condition related per clinical details. Saturated flows: data logs were reviewed and lt log showed that saturated flows occurred after a motor current spike and pump stop. Prior to motor current spike, pump flows are within normal range, after motor current spike and pump stop, pump flows are fully saturated but regain some pulsatility as pump continues to run. Clinical details noted that after pump was restarted after pump stop, flows became saturated. The root cause of the saturated flows could not be definitively determined as no product was returned to confirm pattern observed in the data logs. Infection/sepsis: without additional clinical details the root cause of the infection cannot be determined.